Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/11/2015 with the following findings: the investigation was completed with the returned battery cap. A review of the black box alarm history revealed a call service (cs) 064-0001 and an occlusion alarm. During evaluation, the pump was exercised for 24 hours and the cs 064 alarm complaint was not duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.